Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also known that with the patient¿s weight gain, the ipg had migrated to an odd angle, and this was most likely the source of pain. The patient was also noted of slight incisional superficial excoriation. Lidocaine cream was prescribed to be used for the tenderness along the ipg and midline sites. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the pain was from the patient's weight gain. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also known that with the patient¿s weight gain, the ipg had migrated to an odd angle, and this was most likely the source of pain. The patient was also noted of slight incisional superficial excoriation. Lidocaine cream was prescribed to be used for the tenderness along the ipg and midline sites. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.